Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d1, d2a, d6b, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture". Healthcare professional later confirmed the event. Healthcare professional later reported "capsular contracture". Healthcare professional later reported "capsular contracture baker grade ii". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Healthcare professional later confirmed the event. This record is for the left side. Device remains implanted.